Event description:
A surgeon reported that during two vitrectomy procedures there was an issue with intraocular pressure (iop) control. Two patients experienced soft eyes. The surgeon noted that infusion pressure was set in the high 20's. While running cutter at 7000cpm, the eye started to collapse with "2/3-full pedal". The surgeries were completed using the same system with no patient harm .

Manufacturer narrative:
(B)(4). No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 26, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).